Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer blood glucose level was 91 mg/dl. Customer also stated that there was crack on the right corner on top of the screen. The device will be returned for analysis.